Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and there was an intermittent or low irrigation on the device but not complete occlusion. There were no pump errors. The correct generator and pump settings were used. During high flow rate flushing, there was no jetting of heparin water at the head of the catheter. The 56 holes at the front end of catheter cannot be completely discharged. The catheter was replaced and the procedure was successfully completed. There was no adverse event reported on patient.

Manufacturer narrative:
According to the information received, it was reported that during the procedure, there was intermittent or low irrigation on the device but not complete occlusion using a smart touch unidirectional sf. The device was returned to biosense webster (bwi) for evaluation on 18-jun-2024. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use (IFU) contain the following recommendations: always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).